Manufacturer narrative:
(B)(4), patient product ID 8835, (B)(4).

Event description:
It was reported that a personal therapy manager (ptm) was not uploading information, and the refill date was not accurate. It was noted the patient had a recent refill and the old refill date was still showing on the ptm. Decouple/recouple of the ptm was suggested. Patient information could not be obtained. The drug in the pump at the time of the event was not specified. It was additionally reported that a medtronic field representative was going to meet the patient at the doctor¿s office to recouple the ptm to the pump. Additional information has been requested, but was not available as of the date of this report.